Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege pain and discomfort.

Manufacturer narrative:
Pt age: (b)(46 years. Date received by MFR: 2/19/2016. Medical records received. Medical records reviewed for MDR reportability. Revision surgical report note no bony ingrowth on cup and 600ml blood loss. Complaint was updated on: mar 2, 2016. (B)(4). PMA 510(k): k040627. Mfg date: 2/8/2007. UDI: (B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 2/19/2016 - medical records received. Medical records reviewed for MDR reportability. Revision surgical report note no bony ingrowth on cup and 600ml blood loss. Complaint was updated on: mar 2, 2016.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 8/29/16 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.